Event description:
Patient had a left heart cath. Start time 0805. End time 0912. Patient transferred to floor. Around 1150 patient complained of mid right calf pain and noticeable swelling to mid right calf area and tender to touch. Right pedal pulse not palpable. Popliteal pulse able to be "doppled," but not pedal pulse. Patient taken back to cath lab @1552 and foreign body is extracted. The forgein body was the angio-seal including the string, foot pad and proximal seal. Retrieval resulted in successful recannulization of the occluded femoral artery.